Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device showed the wrong temperature, up to two degrees too little was displayed. It was reported that the problem occurred several times over a period of fourteen days. The customer indicated that there was no patient injury.